Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rezi1333 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - it was reported per medicon that on (B)(6) 2016 the device was placed into the patient and x-ray revealed no abnormalities. On (B)(6) 2016 dialysis began and it was said the patient took a sudden turn for the worse. The patient expired. Details are currently under investigation.